Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This MDR represents the phasix st mesh (device #2). An additional supplemental MDR was submitted to represent the ventralex mesh (device #1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2017 - patient was diagnosed with ventral incisional hernia thereby underwent open repair with the implant of ventralex mesh (device #1) and phasix st mesh (device #2). Per op notes, "the fascial layer was closed with phasix st mesh device #2) using sutures and then a ventralex mesh (device #1) was placed and tacked." (B)(6) 2018 - patient underwent incision and drainage of abdominal wall abscess and wound debridement. (B)(6) 2018 - patient was diagnosed with infection, incisional ventral hernia, granulomas thereby underwent open repair with the explant of ventralex mesh (device #1) and phasix st mesh (device #2) and implant of biological mesh. Per op notes, "infected mesh (device #1 & #2) along with all the suture material and tacks were removed. A biological mesh was placed and sutured."